Manufacturer narrative:
Device is a combination product a synergy ous mr 4.00 x 32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified distal stent damage. Distal stent struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 19cm distal to distal strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 16oct2019. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery. After the lesion was pre-dilated, a 4.00 x 32mm synergy drug eluting stent was advanced for treatment but the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.